Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the annular rupture was caused by oversizing of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibiography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.com, doi: 10.1002/ccd.26464. Accessed 2-may-2017.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿, during a transfemoral tavr procedure (date unknown), post deployment of a sapien 3 valve (size unknown), one patient suffered an annular rupture due to valve oversizing. The patient was converted to conventional surgery.

Manufacturer narrative:
Exact date of event is unknown. Article indicated event occurred between (B)(6) 2014 and (B)(6) 2015.

Manufacturer narrative:
Ref. Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01507 complaint (B)(4):mfgr report number 2015691-2017-01508 complaint (B)(4):mfgr report number 2015691-2017-01509 complaint (B)(4):mfgr report number 2015691-2017-01510 complaint (B)(4):mfgr report number 2015691-2017-01512 complaint (B)(4):mfgr report number 2015691-2017-01514 complaint (B)(4):mfgr report number 2015691-2017-01515 complaint (B)(4):mfgr report number 2015691-2017-01516.